Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a remote interrogation of the implantable cardioverter defibrillator (ICD) the battery showed less than three months remaining. However, seven months earlier the battery indicated three years remaining. Engineering analysis was requested due to suspected premature battery depletion. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The clinic scheduled the replacement procedure, however at this time the ICD remains in service and no adverse patient effects were reported. Additional information received indicates that the device was beeping. Interrogation revealed that the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This code caused the device to beep. Ts still recommends device replacement. However, at this point in time the physician no longer feels the patient requires ICD therapy. The physician and patient have agreed to leave the device implanted and program the device off. Additional information was received that the device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function> using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that during a remote interrogation of the implantable cardioverter defibrillator (ICD) the battery showed less than three months remaining. However, seven months earlier the battery indicated three years remaining. Engineering analysis was requested due to suspected premature battery depletion. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The clinic scheduled the replacement procedure, however at this time the ICD remains in service and no adverse patient effects were reported. Additional information received indicates that the device was beeping. Interrogation revealed that the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This code caused the device to beep. Ts still recommends device replacement. However, at this point in time the physician no longer feels the patient requires ICD therapy. The physician and patient have agreed to leave the device implanted and program the device off. Additional information was received that the device was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that during a remote interrogation of the implantable cardioverter defibrillator (ICD) the battery showed less than three months remaining. However, seven months earlier the battery indicated three years remaining. Engineering analysis was requested due to suspected premature battery depletion. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The clinic scheduled the replacement procedure, however at this time the ICD remains in service and no adverse patient effects were reported. Additional information received indicates that the device was beeping. Interrogation revealed that the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This code caused the device to beep. Ts still recommends device replacement. However, at this point in time the physician no longer feels the patient requires ICD therapy. The physician and patient have agreed to leave the device implanted and program the device off.